Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified and mildly tortuous vessel in the proximal left anterior descending (plad) artery. The 5.0x8mm nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation and the balloon ruptured during the first inflation at 18 atmospheres (atms). There were no issues during advancement and removal. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.